Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that 2 days after the icy catheter was inserted in a patient, blood was noticed in the teal out flow lumen of the icy catheter. Saline was being slowly lost. Nurse connected a syringe to the teal port and tried some vacuum pressure but wasn't able to withdraw the blood. After therapeutic hypothermia, normo-thermia is now being maintained. Patient is having some fevers. Other methods are being used to control the temperature. No harm to patient has been reported.

Manufacturer narrative:
An icy catheter (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The device was pressurize up to 100psi, and a leak path was identified at the bond near proximal end of the medial balloon. Evaluation of the returned devices confirmed the customer reported issue as an icy catheter leaked at the bonding near proximal end of the medial balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. There was no patient injury or death attributable to the catheter.